Event description:
It was reported that the customer received no delivery alarms while manually priming the insulin pump. Customer's blood glucose was 123 mg/dl. During troubleshooting, the customer was advised to disconnect and reconnect the infusion set and reservoir. Insulin exited the tubing, when pushed through with a plunger. During manual prime, the insulin pump did not alarm no delivery. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.